Manufacturer narrative:
Additional information: (B)(6) 2017. Investigation - evaluation: a review of the compliant history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, liver trauma, liver transplant, fracture, migration'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Unknown if the reported liver trauma and liver transplant, is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, [no product returned/inspection of returned product], and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-00247. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00781, follow up #1. This was in reference to william cook europe MFR report # 1820334-2016-00781. Cook is now submitting an initial report to correct this issue. (B)(4). Event investigation - according to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "patient received a cook gunther tulip filter on (B)(6) 2009 at the (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Event investigation - the device was not returned to aid in the evaluation of this complaint. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. No notes of relevance found on the device history record. No other complaints received. There is not evidence to suggest the device was not manufactured to specifications. If additional information becomes forthcoming about this event, or the device in question, additional reports will be created to capture that additional information.

Event description:
Description according to short form complaint filed: it is alleged that "patient received a cook gunther tulip filter on (B)(6) 2009 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: updated to 1820334-2016-00781 per previous follow-up. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/17/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right femoral vein to prevent formation of blood clots. Plaintiff is alleging liver trauma, liver transplant, fracture, and migration.